Manufacturer narrative:
Pump passed the self-test and displacement test. Successfully downloaded history files and traces using thump/carelink. No lost sensor alarm found in the pump history file/trace on the event date 23-nov-2024. Pump error 4/15/23 alarm found in the pump history file/trace on 20-nov-2024 at 17:38:08. Pump error 4 alarm due to hardware error (line number 147 file number 2017). Pump error 15/23 alarm due to software error (line number 442 file number 38). The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. In summary, pump passed all required testing. No com pump to xmtr was not confirmed. Pump error 4 alarm was confirmed due to hardware error. Pump error 15/23 alarm due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), no communication from pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed. Customer reported receiving pump error 23. Customer was able to clear error and unable to complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter was not fully charged. Customer was advised to fully charge transmitter. No harm requiring medical intervention was reported. The customer will discontinue the sue of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.